Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted. E1: contact: unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The following was assembled from a combination of media (from patient family) and hospital reporting: patient was a seventy-one (71) year old male. On or about (B)(6) 2024, patient underwent a transcatheter aortic vave replacement procedure. Femoral artery access site was closed using a terumo angio-seal femoral closure device. An angiogram was taken. The size of the procedural sheath was 8 french. The procedure was completed successfully. Hemostasis was achieved after the angio-seal was applied and the patient was reported as stable. Post procedure, patient sent to ICU/ward for further monitoring. Media reported that shortly after the patient switched wards, the patient reportedly experienced excruciating pain in his right lower abdomen. The condition was deemed normal by hospital personnel despite three checkups by the doctors, with a computerized tomography scan to locate the source of the bleeding being delayed by nearly 45 minutes. Media reported further that by the time the scan was performed, the patient had already fallen into a coma and part of the left leg was found to be pale. Patient succumbed despite the doctors performing emergency resuscitation in the early hours of (B)(6). Hospital reported that they believed the patient death was not likely related to the angio-seal device and therefore did not report it as a device failure.

Manufacturer narrative:
This report is being submitted, as follow up no. 1 to provide an update to section d4: UDI. And to provide the completed investigation results. The sample was not available for evaluation. The complaint was confirmed, for an adverse event post deployment of the angio-seal device against the instructions for use (IFU), indications and improper care post procedure. The likely cause was determined, to have been procedural factors or other factors unrelated to the use of a vascular closure device. No contribution, due to an angio-seal device was able to be substantiated, based on the available information. The device history record (DHR) review determined, that the device was in a conforming state, when released from terumo control. There is no indication, that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended, since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).